Manufacturer narrative:
Continued e1 (phone number): (B)(6). The reported events of "capsular contracture, baker grade unknown" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and granuloma.

Event description:
Healthcare professional reported "pain", "rupture", "breast induration" and "periprosthetic capsule"; via mammogram "evidence of rupture" and via ultrasound, "siliconoma in the axillary fossa" and "ruptured implant in the lower inner quadrant". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ rupture: observed broken and openings device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "pain", "rupture", "breast induration" and "periprosthetic capsule"; via mammogram "evidence of rupture" and via ultrasound, "siliconoma in the axillary fossa" and "ruptured implant in the lower inner quadrant". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.2., h.6.

Event description:
Healthcare professional reported "pain", "rupture", "breast induration" and "periprosthetic capsule"; via mammogram "evidence of rupture" and via ultrasound, "siliconoma in the axillary fossa" and "ruptured implant in the lower inner quadrant". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.